Manufacturer narrative:
The device was noted to be in the as-found condition. No physical damage noted. The device passed all pvt testing including delivery accuracy testing. The device history downloaded and maintained and the review period was 15 apr 2021 to 27 apr 2021. From detailed logs review it can be seen that there are no programmed infusions that finished ahead of the programmed time as stated in customer complaint. The logs show that deliveries for (april 27th 2021) shows no indication of a delivery accuracy/duration issue. The complaint of chemotherapy treatment scheduled to last 2 hours, ended the infusion in 1 hour was not confirmed. No probable cause determined because there was no indication of a delivery accuracy/duration issue.

Manufacturer narrative:
The device has been received by the manufacturer for further evaluation; however, it has not yet begun.

Event description:
The reporter stated that an unknown chemotherapy treatment was scheduled to last 2 hours; however, it ended the infusion in 1 hour. The event occurred during patient use. There was no delay in therapy, no adverse event, and no one was harmed as a result of this event. No other information was provided.